Event description:
It was reported that cartridge alarm occurred repeatedly with consecutive cartridges while pump was in use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on multiple daily injections if necessary, while technical support arranged shipment of replacement pump.